Event description:
The customer reported that the patient was having a reaction to the plasma transfusion halfway through a therapeutic plasma exchange (tpe) procedure. The patient developed hives and began to rapidly deteriorate. The physician ordered benadryl, epinephrine and solumedrol in response to the patient reaction. She was an inpatient and was monitored closely. Her condition improved following the medication. The customer could not provide the patient's weight at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention via benadryl, epinephrine and solumedrol.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer believes the reaction was caused by the blood product used for tpe replacement and they are not alleging a deficiency with the disposable or spectra device. The machine was taken out of service because of the customer's standard response to a patient reaction and a service call was placed. Root cause: this disposable set was unavailable for specific root cause analysis. The patient reaction is likely related to patient disease state and interaction with the tpe replacement fluid. The cobe spectra apheresis system essentials guide provides the warning of "the risks and complications of using fresh frozen plasma (ffp) in plasma exchange are the same as those associated with the therapeutic administration of ffp as described by the american association of blood banks and the american red cross. However, using large volumes of ffp can increase the frequency and severity of these complications."

Manufacturer narrative:
Investigation: per the customer, benadryl was given before and after the event. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.